Manufacturer narrative:
Multiple attempts made to contact the customer. No further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump received an inaccurate fill estimate after priming the tubing. Reportedly, the contact stated that the cartridge read empty. There was no reported impact to the customer's blood glucose level.